Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off twice while they were using it on a patient. The users were able to power the device back on and continue using it. The customer confirmed that there were no adverse effects to the patient as a result of the reported issue. No further patient information was available or provided.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off twice while they were using it on a patient. The users were able to power the device back on and continue using it. The customer confirmed that there were no adverse effects to the patient as a result of the reported issue. No further patient information was available or provided.